Manufacturer narrative:
Conclusion : the actual needle that broke was returned for evaluation. Upon visual evaluation, several heavy marks of instrument were found on the tip which indicates that the needle was handled there. The breakpoint shows no material or manufacturing defects. The observed reshaping, twisted breaking point, of the actual needle tip indicates that the material was overstressed during use, first twisted and then breakage. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."

Event description:
It was reported that the patient underwent open appendectomy on (B)(6) 2014 and suture was used. A CT of the abdomen was performed on (B)(6) 2014. The patient was scheduled for surgeries on (B)(6) 2014 for exploration of right iliac fossa wound and removal of foreign body. The surgeries were cancelled due to emergency and clinical priorities. The patient was discharged on (B)(6) 2014 with post-operative instruction for follow-up appointment. On (B)(6) 2014, the patient underwent CT of abdomen and pelvis. The patient was scheduled for surgery on (B)(6) 2014 for removal of foreign body from abdominal wound. The procedure was cancelled due to an emergency. The patient was re-admitted to the hospital on (B)(6) 2014 for surgery for removal of foreign body. The surgeon opined the foreign body was the tip of a suture needle. The patient was discharged on (B)(6) 2014 with post-operative instruction for follow-up appointment.

Manufacturer narrative:
The foreign body, opined to be the tip of a needle, was removed from the subcutaneous tissue on (B)(6) 2014 and was 2-3 mm in size.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.